Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint #(B)(4).

Event description:
As reported : a pvak fiber had the light not only coming out of the front of the fiber but the side as well. The device was set aside and a new of the same was used to complete the evlt procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was an evlt fiber. A visual evaluation of the disposable device noted no visable damage. The fiber was connected to the diomed laser which indicated that the fiber was not fired. The customers reported complaint of a broken fiber not confirmed, the returned sample functioned as intended and there was no noted fiber damage a review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).